Event description:
It was reported that the lead became dislodged. The physician had a hard time getting a stylet down the lead in order to reposition. It was decided to extract and replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted; full lead was analyzed. Cosmetic depression found on the outer insulation. Blood present in/on the helix mechanism.